Manufacturer narrative:
The immucor laboratory tested the retention product on (B)(6) 2015 which performed as expected. The customer sent patient blood samples to the immucor laboratory for testing, which was performed on (B)(6) 2015 using retention product of the product in question, which yielded unexpected negative outcomes, which was consistent with the customer's observations. The immucor laboratory also performed antigen phenotyping on the customer's pre-transfusion submitted patient blood sample on (B)(6) 2015, which yielded negative results. Immucor technical support assessed the test well images of the testing in question, using a remote electronic connection method, on (B)(6) 2015.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, which led to a delayed transfusion reaction.